Manufacturer narrative:
The investigation determined that two results were reported for different proficiency samples against the same sid. One of the proficiency samples was tested some 3-4 months ago; the other proficiency sample was tested on the day of the event. The investigation determined the cause of the event was user error due to improper sample ID (sid) reuse. The customer was referred the to the relevant sections of the vitros instrument user guides which describe how to properly manage sid¿s that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the same sid on a different sample without completion of the original request or deletion of the pending testing will cause the original information to be carried forward. The vitros 5,1 fs chemistry system did not malfunction. The MDR is being submitted after the 30 day reporting date due to a technical issue with ortho¿s MDR reporting system. Ortho was unable to electronically submit mdrs from 5 july 2018 ¿ 19 july 2018.

Event description:
The investigation determined that two results appeared for different proficiency samples against the same sample ID (sid). One of the proficiency samples was tested some 3-4 months ago; the other proficiency sample was tested on the day of the event. This event meets potential health and safety criteria, as test results could have been misreported out of the laboratory leading to inappropriate intervention with the potential for serious injury to the patient. The customer identified the discrepancy, and no mis-associated patient results were reported out of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).